Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read:(B)(6). Concomitant product is 961-576 suretrak2 small clamp. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a c7-pelvic spinal fusion, an imprecision was observed when utilizing a non-medtronic drill with a suretrak clamp. It was reported that a medtronic imaging system was brought into the operating room (or) and found that the screws placed at the t9 vertebrae were shifted to the left. It was noted that the suretrak clamp had a stripped screw, resulting in a non-secure drill. The site opted to revise the screws on the patient and a medtronic representative in the operating room (or) replaced the adjustment screw on the clamp. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.